Manufacturer narrative:
No patient was involved in the event. Manufacturer's investigation conclusion: the reported event, of the system monitor with a blank screen, was confirmed when the unit was evaluated by technical service. The unit was repaired by replacing the main pcba. The repaired system monitor was tested and returned to the customer. The main pcba was evaluated and the backlight power circuit was not functional. The signal to turn on the backlight ic was not present. A damaged switching transistor was found. Per device build records, the main pcba was installed in the system monitor when the unit was built (mar 2015). A root cause for the damaged transistor was unable to be conclusively determined through this analysis. Incidental findings were found. Technical service noted the top left corner of the system monitor housing was chipped. The damage was at the seam ¿ top front upper left corner. From the photos of the damage, there were no exposed internal components. It was also noted that both mounting feet were missing. The system monitor cannot be securely mounted onto the power module without the mounting feet. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), heartmate ii lvas IFU and heartmate 3 lvas IFU. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU, heartmate ii lvas IFU and the heartmate 3 lvas IFU. The system monitor (pn 101214) was built in feb 2015. The packaged system monitor (pn 1286) was placed into inventory on mar 11, 2015. The unit was shipped to the customer on apr 2, 2015. The unit was last serviced in mar 8, 2017 per swo 81096 ¿ ver 7.32 software loaded onto the system monitor. The main pcba (pn 103433; sn: (B)(4) rev m) was installed into the system monitor when the unit was built (mar 2015). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen was blank upon power up and that the unit was returned for repair. Per the equipment service report, the issue was determined to be caused by the main printed circuit board (pcb), which was replaced. The repaired unit was returned to the customer.